Manufacturer narrative:
Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Bwi conducted a visual inspection, flow test, and functional test of the returned device. Visual analysis of the returned sample revealed a foreign material inside the pebax of the thermocool® smart touch¿ bi-directional navigation catheter. A screening test was performed in accordance with bwi procedures. The returned sample was connected to carto3 system, and the force values were observed within specifications. However, the foreign material inside the pebax could cause force errors. The device was inspected at the pebax area under microscope to identify if there was damage on the pebax that could have caused the foreign material inside the pebax, and a hole was found in the pebax. All devices are manufactured, inspected, and released to approved specifications as part of bwi's quality process. It should be noted that device failure is multifactorial. The instructions for use contain the following precautions: flush the catheter with heparinized saline prior to insertion into the body. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
A patient underwent a cardiac ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter for which biosense webster¿s product analysis lab (pal) identified a hole in the pebax. It was initially reported by the customer that the force value disappeared for a few seconds several times during ablation and no ablation index could be displayed. They made sure it was not because the thermocool® smart touch¿ bi-directional navigation catheter was in the sheath or in contact with another catheter. Zero was recalculated twice. Changing the catheter solved the issue. There was a five (5) minute delay in the procedure but completed successfully without patient consequence. The customer¿s reported no force issue is not considered to be an MDR reportable issue since the issue is highly detectable when occurring. The potential that it could cause or contribute to a death, serious injury, or other significant adverse event is low. On 9-jun-2022, the bwi pal revealed that a visual inspection of the returned device found a hole in the pebax area. This finding was reviewed and determined to be an MDR reportable malfunction since the integrity of the device has been compromised.